Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -9.5/4.5/84 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2023 the lens was exchanged for a same length, implanted vertically due to excessive vault. The exchange resolved the problem. Reportedly, "the replacement lens was implanted vertically.".